Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During the t2 tibial nail surgery, when the surgeon inserted the end cap through the target device in the nail, the end cap was not able to be inserted. Therefore, the surgeon used another brand new end cap.